Manufacturer narrative:
On 13-may-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and it was not irrigating while it was in use on the patient. It was initially reported by the customer that during the operation, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported occlusion is not considered to be MDR reportable since the occlusion or no irrigation is highly detectable by the physician and the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 6-may-2025, additional information was received indicating the irrigation issue was suspected to be related to the catheter. The issue was not noticed before use on the patient and there was no error from the irrigation pump. The saltwater hole at the head could not release water. The correct catheter settings were selected on the catheter pump.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and it was not irrigating while it was in use on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was completely occluded. For this reason, a guidewire was used to locate the occlusion area, and it was found at the tip area. Further investigation revealed that the irrigation tube was folded. A manufacturing record evaluation was performed and no internal action was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the bent condition observed in the irrigation tube could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).